Event description:
Patient with complete heart block attached to epicardial pacemaker, pacing at 100%, also attached to external pacemaker. Device had been on patient running continuously for 2-3 days. Asystole occurred while connected, epicardial pacemaker message/failure code: self-test error. Patient required CPR.